Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Manufacturer narrative:
Product ID 8709sc, lot# n173508006, implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was no patient symptoms associated with this event. However, the pump had flipped. The pump was replaced as it had less than 24 month to the elective replacement indicator (eri). No diagnostic testing or troubleshooting was performed. The cause was not determined and the issue was reported as resolved. At the time of the report, the patient status was reported as alive, no injury. This device system delivered morphine. It was further reported that the pump migrated caudally in the abdomen and was palpably sitting on-end. The refills had become extremely difficult. No diagnostics were considered necessary. The pump itself was not thought to have failed or had any intrinsic problem. The patient had a pendulous abdomen. The pump migration was thought to be related to the movement and weight gain. The patient was now doing well.

Event description:
It was reported that the patient had been happy with this pump. It was replaced because ¿it came loose and fell down by his groin.¿ the pump was initially going to be relocated but it was replaced instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.